Event description:
Routine complaint investigation when a report was received that a consumer allegedly mistreated self based on what they felt was a lower than usual blood glucose reading. The consumer received a high-normal blood glucose reading of 120 mg and, expecting a higher reading, administered half their usual insulin and subsequently experienced a hypoglycemic event requiring intervention. No info to support that the blood glucose meter was not functioning as intended.